Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, paratubal cyst and grand multiparity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019, hysterectomy (partial), with bilateral fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, heavy menstrual bleeding, psychological trauma, fatigue, headache and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008, (B)(6) 2008 insertion details,-left 3 and right 2 coils of the metallic device were visualized patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation: fallopian tubes, other injuries/symptoms : fatigue, headaches, weight gain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion. Pathology test - on (B)(6) 2019: cervix: - chronic cervicitis an d squamous metaplasia. Uterus: - denuded endometrium. Bilateral falfopian tubes: - benign paratubal cysts and medical device (metal coil).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received-new reporter, lab data, medical history, insertion details, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019, hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, menorrhagia, psychological trauma, fatigue, headache and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008 patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation: fallopian tubes, other injuries/symptoms : fatigue, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received events " dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation: fallopian tubes, other injuries/symptoms : fatigue, headaches, weight gain" were added. Outcome of event " pain" were updated as recovered. Patient demographics and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.